Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to use-related overfill issue. Alert 113 confirmed and due to unit overfill (user related). No repairs made to the reported issue as the cause was use-related. The circulation pump was found to be defective. During the pm process, the circulation pump, mixing pump, heater and drain valves were replaced. A new calibration, mtk and stk were performed. The device passed the procedure and was placed back into normal use. The device did not meet specifications and the product was influenced by the reported failure. The device was used on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Fill reservoir approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the arctic sun device was getting alert 113 (reduced water temperature control) . Per follow up information received on 29sep2021, the therapy was completed with a second device and the arctic sun device would be repaired on site. Per sample evaluation, it was reported that the circulation pump was not working.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was getting alert 113 (reduced water temperature control). Per follow up information received on 29sep2021, the therapy was completed with a second device and the arctic sun device would be repaired on site.